Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of a loose rubber encasing on the mobile power unit (mpu) connectors, damage to the battery door, damage to the handle/bottom cover, and a frayed battery ribbon cable was confirmed via visual analysis and testing of the returned mobile power unit. The mobile power unit (serial number (B)(4)) was returned and evaluated at the european distribution center (edc). During the evaluation, a loose rubber encasing on the mpu patient cable, a damaged battery door, a damaged handle, a damaged bottom cover, and a frayed battery ribbon were observed, confirming the reported event. A power on/off inspection was completed, and the system booted up as intended with no issues or alarms active. The unit was functionally tested and operated without issue or atypical alarms active. The damaged components did not affect the functionality of the unit. The damaged components were replaced with known working components, and preventative maintenance was performed on the unit. The system then underwent a full functional checkout and passed all steps without issue. The unit operated as intended despite the damage to the unit. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed mpu-23347 was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. G), under section 6 ¿caring for the equipment¿ describes how to care for all equipment, including the power module patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance, including inspecting the patient cable and housing. Heartmate 3 instructions for use (IFU) (rev. G), under section 8 ¿equipment storage and care¿ and heartmate ii patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use, including the patient cable. Heartmate 3 patient handbook (rev. G), and heartmate 3 IFU (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) patient cable's rubber encasing was loose around the black and white connectors. Additionally, there was damage to the battery door, handle and bottom cover. The battery ribbon was also frayed.